Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed, january 18, 2016.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use as well as partial migration of the electrode extra cochlea. Subsequently, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with another manufacturer's device.